Manufacturer narrative:
(B)(4) evaluation statement: the reported event of hospital's labels get moved when going to the depot could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported the hospital labels get moved when going to the bd depot, but this issue has been resolved. There was no patient harm.